Event description:
It was reported that during a da vinci-assisted right lobe liver resection surgical procedure, the vessel sealer extend (vse) instrument's jaws clamped down unexpectedly, causing tissue to tear and additional bleeding. While using the vse on unspecified tissue, the surgeon initiated the bipolar mode of the instrument on the tissue before fully closing the jaws to engage the sealing feature. While in bipolar mode, the jaws of the vse "snapped" shut, tearing tissue, causing unintended bleeding. The tissue was grasped with the vse jaws, and sealing was applied to the bleeding tissue. A separate bipolar instrument was used to stop the bleeding, along with a clip. The bleeding was controlled, and the procedure was continued and completed robotically. The estimated blood loss was unknown, although no blood transfusion was required. The patient is recovering well.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a product for failure analysis evaluation. Based on the information provided, the cause of the reported complication cannot be determined.